Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and uti¿s. It was reported that following insertion the patient experienced infections. It was reported that patient underwent partial mesh removal on (B)(6) 2005

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and urinary frequency.